Event description:
It was reported that during a da vinci-assisted ultra-low anterior resection procedure, the customer reported that several staples were malformed (not in b-shape) and stuck in the intestine tissue when a blue stapler 45 reload was fired with an endowrist stapler 45 instrument. The blade of the stapler 45 also stopped halfway. The surgeon removed the malformed staples and continued the procedure with a sureform 45 stapler instrument. A stoma was created for the patient. Isi followed up with the surgeon and obtained the following information: during the first fire of the endowrist stapler 45 instrument with a blue stapler reload, the instrument stopped firing shortly after the firing process began. The surgeon chose the blue reload as he determined that was the appropriate reload color for the intended surgical task. There were no obstructions or hard material between the jaws of the stapler instrument prior to firing. In addition, buttress material was not used. The tissue was not pushed out of the stapler during the firing process. The target tissue was not calcified, there was no tissue tension, no tissue bunching, and it is unknown if the patient received chemotherapy/radiation prior to surgery. According to the surgeon, the patient was obese, and the tumor was low and close to the anus, making it a very difficult case. There was a clamping issue with the endowrist 45 stapler instrumet, and the surgeon clamped the tissue 9 times before clamping reached 100%. The surgeon received an ¿unable to complete fire, blade may be exposed, tissue too thick to continue¿ error message during the endowrist stapler 45 instrument fire. There were unformed staples stuck on the staple line as a result which the surgeon removed. As a result of the stapling issue, the surgeon used a sureform 45 stapler instrument with a green reload and stapled a little more anally to complete the transection of tissue. The previous staple line created by the endowrist stapler 45 instrument and reload was excised when the surgeon stapled with the sureform 45 stapler. An end-to-end anastomosis was performed using the sureform 45 stapler instrument. There were no issues with firing the sureform 45 stapler instrument. A small amount of additional tissue was resected due to the surgeon having to staple anally but the surgeon stated that it was within acceptable limits. There was no permanent functional impairment due to the additional resected tissue and no additional procedures were required due to the stapling issue associated with the endowrist stapler 45 instrument. The creation of the stoma was planned as part of the procedure. Post-operatively, there was a leak involving the staple line created by the sureform 45 stapler. However, according to the surgeon, it is strongly suspected that the cause of the leak was not related to an issue with the stapler, but rather due to the robotic-assisted super low anterior resection technique, since no malfunction of the sureform 45 stapler was observed during procedure. Additionally no leak from staple line was found when an intra-operative leak test was performed. The surgeon explained that the procedure was a rather difficult case because the tumor was located low and close to the anus. The possibility of post-operative leak as a post-operative complication was expected pre-operatively. There was no medical intervention taken for the leak except for follow-up. The course of the disease was favorable. The site discarded the stapler instruments and reloads.

Manufacturer narrative:
Based on the current information provided, the root cause of the operative complication cannot be determined as the instrument was discarded by the site and is not available for evaluation. The surgeon stated that there was no malfunction of the instrument and reloads and the cause of the leak was most likely due to the location of the tumor which was close to the anus. The possibility of post-operative leak as a post-operative complication was expected preoperatively. The stapler logs for the procedure were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae) and the following findings were obtained: the endowrist stapler 45 instrument (part #470298-14; lot #t10200221-0010) had 9 incomplete clamping attempts, then 1 complete clamp, and then an incomplete firing event. There was an error 22030 error during the procedure which denotes a partial fire. The sureform 45 stapler instrument (part #480445-04; lot #t91211001-0227) was used for 2 events, with green sureform 45 reloads. Both fires were completed successfully. There were no related errors seen. A video provided by the customer was reviewed by isi clinical development engineering (cde) and the following findings were obtained: the quality of the video was not ideal. The first video involving the endowrist stapler 45 instrument shows multiple clamping attempts and the partial fire. Per cde, it also looked like the stapler was fired a second time. The cde team was unable to comment on the staple formation of the partial fire. In the second video involving a sureform 45 stapler instrument, the first fire appeared successful. The cde team is unable to comment on the staple formation. The second fire also appeared successful, but the video was sped up, so the staple line could not be observed. In the third video, at the 5 second mark, there are some unformed staples imbedded in the staple line. This complaint is being reported due to the following conclusion: during a da vinci-assisted ultra-low anterior resection procedure, a partial fired occurred when the surgeon fired a blue stapler 45 reload with the endowrist stapler 45 instrument. As a result, the surgeon subsequently used a sureform 45 stapler instrument with a green reload and fired caudally to the previous stapler line. The staple line created by the endowrist 45 was excised. According to the surgeon, a small amount of additional tissue was resected due to the partial fire issue, but it was within acceptable limits. Also, post-operatively, the patient suffered a staple line leak although no medical intervention was taken for the leak except for follow-ups.